Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a vticm model implantable collamer lens, in the patients right eye (od), on (B)(6) 2022. The lens was reported as low vaulting with lens rotation, loss of bcva and blurred vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.